Manufacturer narrative:
The device code was updated. The field service engineer (fse) found no flow was the cause of the issue. The fse performed top and bottom side cleaning and changed seals. Calibration and qc were performed and they were acceptable. The investigation determined that the service actions done by the fse resolved the issue.

Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 8000 ise module. Results for the potassium (k) test were discrepant. The initial k result: 8.2 mmol/l was accompanied by a data flag. The result was reported outside the laboratory. The customer recognized that the initial result was accompanied by a data flag. They repeated the sample and called the physician to provide the repeat result. Rerun k result: 4.3 mmol/l. The repeat result was deemed to be correct. The k electrode lot number and expiration date were not provided.